Event description:
A monitor was returned to lifecor for investigation into a potential inappropriate shock. During this investigation a reportable malfunction was detected. An intermittent connection was discovered on the defibrillator printed circuit assembly that had prevented the shock from beng delivered.